Event description:
During a gastric bypass, the roux limb was brought to the stomach in an antecolic and antigastric fashion. A gastric leak at the gastro-jejunal anastomosis was reported. Peri-strips dry with veritas collagen matrix was used as a buttress during this procedure.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.